Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents measurement, self-test and displacement test. Insulin pump was monitored for several days and no blank display anomaly noted. No unexpected off no power alarm or low battery alarm anomaly noted. No damage found on connector/lcd isolation tape noted. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had off no power. Customer¿s blood glucose level was unknown. Customer stated that they did not receive a low battery alert prior to the off no power alert. The insulin pump will be returned for analysis.